Event description:
It was reported that the patient with this pacemaker exhibited a syncopal episode, and an increase in capture thresholds was noted. This pacemaker remains in service. The patient will continue to be monitored. No additional adverse patient effects were reported.